Event description:
Elderly male with history of diabetes, hypertension, and had a renal and pancreatic transplant in 1998, presented to ed with chest pain. While undergoing a coronary artery bypass graft x 1, the hemopro 2 device broke while inside the patient when harvesting the right saphenous vein. Device removed intact without known harm to the patient.